Event description:
The patient felt that his device was not working and would like to have someone check it. Additional information has been requested.

Manufacturer narrative:
Product ID 377860, lot# n0039684, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 377860 lot# n0039684, implanted: 2006 (B)(6); product type lead (B)(4).